Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went into the emergency room due to several episodes of inappropriate high voltage therapy delivered. The device was explanted to resolve the event and the patient was eventually in stable condition.